Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was no longer receiving effective therapy. Patient indicated they were unable to feel any stimulation no matter what settings or programs were used. To address the issue, the implantable pulse generator (ipg) was replaced.